Event description:
It was reported that the patient experienced ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) incorrectly identified the arrythmia as supraventricular tachycardia (svt) and no high voltage (hv) therapy was delivered. The svt diagnosis was due to functional undersensing noted on the ICD. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.